Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter printed circuit boards (pcbs), and graphic user interface (gui) to breath delivery cable, which resolved the issue. The ventilator passed self testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator's display went red and the ventilator shut down. The patient was removed from the ventilator and transferred to a second ventilator. There was no harm or injury to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.